Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was non functional. The patient underwent an ipg replacement procedure and was dong well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.